Manufacturer narrative:
(B)(6) due to the intra-operative events encountered, the device was not implanted or explanted. Product investigation summary: one (1) ti spiral blade (part: 462.650 / lot: h032704) was received for evaluation. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The complaint condition is unconfirmed. The returned blade is mentioned in two (2) technique guides: the expert humeral nailing system and the titanium cannulated humeral nail system. The spiral blade is one of three options (the other being standard or compression locking) that can be used to lock a nail proximally. The returned instrument was visually inspected and small chips were noticed towards the distal tip of the blade, most likely as a result of the surgeon trying to insert the blade. The complaint condition could not be recreated due to not receiving all the mating parts required to lock the blade. The part was received in good condition with some minor wear and tear on the device. The complaint is unconfirmed. The relevant drawings for the returned instruments were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the tight tolerances and design, the construct is susceptible to lateral forces during the surgery that are unable to be replicated at the manufacturing site. It is likely that soft tissue distraction forces were the cause of this complaint condition. Device history record review: manufacture date: february 5, 2016 ¿ manufacturing location: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat a pathologic proximal humerus fracture. During insertion of the humeral nail, the surgeon noted that the titanium (ti) spiral blade would not pass through the nail or the proximal humerus. The blade was removed and replaced with a second blade of the same size that was readily available. The procedure was successfully completed with a five (5) minute delay. No patient harm was noted nor was additional medical intervention required. During the investigation of the returned device, which was completed on august 12, 2016, it was noted that small chips were present on the distal tip of the blade. Based upon this information, the device was re-assessed for reportability and now found to represent a reportable incident. Concomitant device(s) reported: ti humeral nail (part: 04.001.428s / lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).